Event description:
It was reported that a customer's pump screen went blank unexpectedly, and the led was not blinking, indicating a shutdown. No information was available regarding the impact on the customer¿s blood glucose level. The pump, which was under warranty, was replaced by the distributor as a corrective action, and the customer was informed of the need for replacement. The customer did not share details of their backup insulin therapy